Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with a feeding tube on (B)(6) 2018. Additional information was requested and per additional information received on 13-march-2018. The customer stated that the nurse inserted the feeding tube through the patient's left nostril with minimum resistance met. Insertion stopped at 65 cm which was the premeasured length. A stat x-ray was done followed by a CT chest w/o contrast. The feeding tube was identified within the trachea, right mainstem bronchus, right lower lob, right posterior pleural space, with extension below the diaphragm into the retroperitoneal space behind the right kidney. The patient was immediately transferred to ICU and a chest tube was inserted. The patient was transferred to (B)(6) mid-town to a cardiovascular surgeon. Additional information has been requested with no response to date.